Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for¿freestyle strips¿was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for freestyle optium neo meter and read-3 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in (B)(6) is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer experienced symptoms of fatigue, shaking, sweating, and loss of consciousness, requiring treatment of bread and honey provided by family member. There was no report of death or permanent injury associated with this event.